Manufacturer narrative:
The complaint was previously captured as a not reportable complaint. However, based on the results of the product analysis the complaint is being changed to a reportable malfunction. The product was returned for evaluation and testing. During an interventional endovascular procedure, the physician had difficulty inserting a 4 fr. Catheter manufactured by medikit into the envoy 6f .070 mpd envoy 90cm guiding catheter. The procedure was completed successfully using other products. There was no pt injury. The physician is a frequent user of these products and he suspected a problem with the inner diameter of the envoy guiding catheter. No additional pt or lesion info was available. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no problem reported in advancing the catheter over the guidewire and the catheter did not appear to be blocked or obstructed by foreign material. No kinks or bends were observed. The product was returned for inspection. One (1) non-sterile, 6fr .070 envoy guiding catheter was received in a plastic bag. The product was coiled. At glance no abnormalities were found. An emerald 0.035" guidewire was introduced to the catheter finding it obstructed at the proximal end, close to the hub. The device was evaluated by a product engineering team. The ID band was removed from the catheter body and a separation was found from the hub due to torque force. The obstruction of the catheter was confirmed and the ID band was removed and it was observed a rupture and a torque mark close to the hub. The obstruction was caused by the rupture of the ptfe and the braid wire. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The obstruction of the catheter was confirmed and the ID band was removed, and it was observed a rupture and a torque mark close to the hub. The obstruction was caused by the rupture of the ptfe and the braid wire. Based on the available procedural info and the analysis of the product, the actual cause of the failure is undetermined; however, it appears to be related to torque force applied to the device. (B)(6) addresses this issue. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician had difficulty inserting a 4 fr, catheter manufactured by medikit into the envoy 6f .070 mpd envoy 90cm guiding catheter. The procedure was completed successfully using other products. There was no pt injury. The physician is a frequent user of these products and he suspected a problem with the inner diameter of the envoy guiding catheter. No additional pt or lesion info was available. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no problem reported in advancing the catheter over the guidewire, and the catheter did not appear to be blocked or obstructed by foreign material. No kinks or bends were observed.